Event description:
On (B)(6) 2011, the pt reported that the up/down buttons on her insulin infusion device were not functioning. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for product eval.